Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a cartridge change was performed to address the issue, and insulin delivery was resumed. Customer's blood glucose (bg) was 567 mg/dl. Customer gave a manual insulin injection to address the bg.